Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, incontinence, frequency and infection. (B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele. It was reported that the patient underwent anterior repair and cystourethroscopy on (B)(6) 2011 by dr. (B)(6).

Event description:
It was reported that following insertion the patient experienced cystocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, recurrence, organ perforation, dysuria, hematuria, and dysfunctional bleeding.

Event description:
It was reported that following insertion the patient experienced urinary problems, recurrence, organ perforation, dysuria, hematuria, and dysfunctional bleeding.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urethral scarring.

Event description:
It was reported that following insertion the patient experienced urethral scarring.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence and urethra hypermobility. It was reported that patient underwent removal of extruded mesh, anterior repair and cystourethroscopy on (B)(6) 2011.